Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. Blood/body fluid found on outer tubing overlay and in/on the lobe mechanism.

Event description:
It was reported that during an implant attempt, the lead was determined to be too short. The lead was not used. No patient complications have been reported as a result of this event.